Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was provided by the physician: the root cause of the series of adverse events and death was the perforation of the left ventricle. However, the cause of death was listed in death certification as multi organ failure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the left ventricular perforation cannot be confirmed; however, it appears that it was related to procedural factors, because according to the information provided they lost the position of the extra stiff guidewire while crossing the aortic arch with the delivery system and the extra stiff guidewire was pushed again into the lv. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-01824.

Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure the sapien xt a left ventricular (lv) perforation and cardiac tamponade occurred. When the novaflex+ delivery system was passing the aortic arch, the extra stiff guidewire which was placed in the lv was pulled back into the aorta. The extra stiff guidewire was pushed into the lv again and the procedure was continued. During the implantation of a sapien xt valve, the valve moved and was deployed 90/10 aortic/ventricular. After valve implantation, st depression was observed on ECG and the blood pressure (bp) did not recover well after stopping rapid ventricular pacing (rvp). Angiogram showed a left main trunk obstruction and an emergency percutaneous coronary intervention (pci) was performed. The valve placement too aortic seemed to be the cause of the coronary artery occlusion. During the pci, the echo showed a pericardial tamponade. The patient was converted to open heart surgery and the bleeding site, the side of left atrial appendage, was surgically repaired. The lv perforation was thought to be caused by the extra stiff guidewire. After the repair, aortic regurgitation was evaluated and another xt valve was implanted for the malposition under the support of percutaneous cardiopulmonary support (pcps) and intraaortic balloon pumping (iabp), the patient was transferred to ICU. On pod 16, the patient¿s blood pressure deteriorated. Multi organ failure was developed and the patient expired. The cause of death was determined to be left myocardial rupture. This is one of two reports being submitted for this case.